Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet spiroflex catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple kinks. A severe kink was noticed on the shaft approximately 33.5cm from the tip. Microscopic investigation showed that the hypotube was broken at this location. Functional testing was attempted per the instructions for use. The device was inserted into the ultra drive unit console and the device would not prime due to the hypotube damage. The devices pressure could not be confirmed due to the under-pressure condition. Leaks from multiple areas on the catheter shaft were confirmed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 07-april-2021. It was reported that the device had a performance issue. An angiojet spiroflex catheter was used in a thrombectomy procedure. During the procedure, the device had a performance issue. The procedure was completed successfully. No patient complications were reported. However, device analysis revealed a hypotube break.